Event description:
During mammogram, compression paddle/device continued compressing when compression was not manually or automatically initiated by the technologist. The drive made a noise and compressed with a greater force and speed. This resulted in reddening of the pt's breast. Note: compression tests have been completed and passed on 2/21/1998 and 1/6/1999.